Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97791, lot # n399969, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a ¿possible¿ infection. The patient followed up with his primary care physician due to a pimple on the midline incision site and a fever. The location was stated to be at the lead. Drainage and incisional wound opening was also noted. The primary care physician drained the site and placed the patient on an antibiotic. This was reported at the follow up visit with the implanting physician. The patient reported feeling well and receiving effective therapy. The patient¿s status was alive with no injury. It was further reported that the patient¿s primary physician placed him on antibiotics after considering other symptoms, such as the fever. It was unknown if a culture was done.